Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this device system experienced a heart rate of 57 bpm. Additionally, the patient endured symptoms of dizzyness, fainted and then fell. The patient reportedly sustained no injuries as a result. Additional information was sought from the local area sales representative, however, at this time additional information was not available.